Event description:
It was reported that the patient developed neurological dysfunction and stroke in the cerebral cortex. Coma was observed as a clinical symptom. Hypoxic encephalopathy was diagnosed based on computed tomography. No surgery or drug therapy was performed. The patient's anticoagulant at the time of the event was heparin.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. (B)(6) 2022. The review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The account reported that while in the hospital following implant, the patient developed right heart failure on (B)(6) 2022. The patient experienced symptoms including peripheral edema and a cardiac catheterization was performed. It was thought that the patient¿s right heart failure was probably related to the device as a decrease in flow rate and narrowing of the left ventricle were also observed. On (B)(6) 2022, the patient developed neurological dysfunction due to a stroke originating from the entire cerebral cortex. The patient experienced clinical symptoms including coma, and a computed tomography (CT) examination revealed hypoxic encephalopathy. The patient had been on anticoagulants at the time of the event. The cause of the event was determined to be due to the complexity of medical management, and the relationship between the event and the device was unknown. No surgical procedures were performed, and no drug therapy was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists right heart failure and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, this document explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This document also provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that on (B)(6) 2021, the patient developed right heart failure. Peripheral edema was observed. There is probably a relationship between right heart failure and this product (decreased flow rate, narrowing of the left ventricle).